Event description:
The account alleged that the brake casters would set but the foot end of stretcher brakes would not hold. No pt impact.

Manufacturer narrative:
The tech drilled a broken screw from the foot end brake hex rod and replaced it to resolve the issue.